Manufacturer narrative:
The hill-rom technician found the ground prong was missing from the ac power cord. The tech replaced the power cord to repair the bed.

Event description:
Info received indicates the ground loss light was illuminated.